Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine follow up, an invalid diagnostic message appeared upon interrogation. There was also a message indicating, "episodes were cleared because they were invalid". Normal device check was performed. The asymptomatic patient will return to the clinic for a routine check in few months.